Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle (serial#:(B)(6)), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6)), sigpshell, sig power sigpshell control shell (lot#:n3m1663y), sigpshell, sig power sigpshell control shell (lot#:n3m1663y), unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device locked on tissue and after firing, it was difficult to retract the knife blade. It was noted that the adapter did not work, and the reload could not be opened. The procedure was extended by 30 minutes. To resolve the issue, it was resected and re-stapled.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a broken piece of a reload adapter stuck in the distal end of the signia adapter. The remainder of the reload was loosely attached by the remaining section of the articulation flag. The firing rod was noted to be out of home position. Functionally, the blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 47 of 50 procedures remaining. The adapter was disassembled and the sulu-ID wires were found to be disconnected from the rotating ring. The section of reload adapter was removed. The distal end of the firing rod was noted to be bent. The adapter was connected to an rpa handle running v29.5.3 software (sn c21aaj0052) and rpa clamshell (lot: n3g1568y). The handle displayed a green adapter swim lane. A smart rpa reload (lot n1m0623y) could be attached, articulated, clamped, and recognized. The adapter could be fired without issue. It was reported that the instrument locked on tissue and the knife blade was difficult to retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions of firing rod damage and being out of home position. The p roduct analysis noted evidence that the device was not used as intended. Another unreported condition was identified: damaged sulu-ID wires. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.